Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that a patient sample generated an initial bhcg result of 338 iu/l when processed using an architect analyzer. The sample was subsequently retested yielding a result of 30,000 iu/l. The customer is suspecting that the initial result was falsely low, as the higher result was confirmed by additional testing (no specific results provided). No adverse outcomes were reported for this issue.

Manufacturer narrative:
(B)(4). Erratic beta-human chorionic gonadotropin results. Investigation summary: there were no issues with the sample integrity of the patient sample or the immunoassay analyzer. All of the quality control values were within range. During the field service visit, the field service engineer (fse) trained the customer on the probe replacement and calibration procedures. He recommended the replacement of the probes should occur approximately every 3 months. The fse checked and found no issues in the wash zone, trigger, and pretrigger dispensers. The fse cleaned and checked the aps i2000 interface. The instrument is performing within specifications after the instrument troubleshooting was performed. Review of documentation revealed a review of the instrument logs was performed. The specific patient sample was not captured in the result log. The customer alleged issue could not be confirmed. The likely cause of the issue is unknown. Based on the available information, no product deficiency was determined. After the instrument troubleshooting that was performed by field service, no additional occurrences of erratic b-hcg have been observed. A malfunction of the system was not identified, because the instrument was performing as intended. This is the final report.